Event description:
Information received regarding the explanted device notes that the device would not interrogate and there was no response to magnet application. There were no consequences to the patient.